Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call insulin pump error alarm. Customer's blood glucose level was 9.9 mmol/l. Troubleshooting for the alarm was performed. Customer advised a piece of the plastic had broken off around the battery compartment. Customer was advised the alarm was generated as a result of movement detected that was unexpected since the device did not command motor movement. Customer received an insulin flow blocked alarm which they were able to resolve by changing out their infusion set and reservoir. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with operating currents within specifications and passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No hall sensor error alarms or unexpected insulin flow blocked alarms noted during our testing. The motor was test outside of device and passed. The insulin pump powered up properly after battery installation. The insulin pump had broken battery tube threads and minor scratches on the lcd window.